Manufacturer narrative:
Result: the coil 400 pusher assembly was kinked approximately 21.0 and 32.0 cm from the proximal end. The pusher assembly was also kinked approximately 22.0 cm from distal tip. The coil proximal pet-lock was broken. The pull wire was retracted outside the capture feature in the distal detachment tip (ddt). The coil was detached from the pusher assembly. These observations are consistent with a properly detached coil and a properly delivered stent. Conclusion: the complaint has been evaluated. The compliant indicates the px slim delivery microcatheter kicked out of the aneurysm while attempting to advance the penumbra coil 400. The px slim delivery microcatheter was then repositioned and while attempting to retract the penumbra coil 400, the px slim delivery microcatheter, stent, and penumbra coil 400 all shifted in the anatomy. While attempting to retract the penumbra coil 400, it unintentionally detached. The px slim delivery microcatheter was removed and the penumbra coil 400 required a gooseneck snare to retrieve it. The stent was also removed. Evaluation of the returned devices confirmed that the penumbra coil 400 and the liberty stent were snared and removed from the patient. During evaluation, both microcatheters revealed to be functional. The penumbra coil 400 pusher assembly was kinked in the distal and proximal areas of the wire. In addition, the complaint indicated that the pc400 coil was unintentionally detached; however, the pet-lock was broken indicating that the pc400 coil was attempted to be detached. The root cause of this compliant cannot be determined. All the devices involved in this incident are 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00694 and 00695.

Event description:
The patient was undergoing a stent assisted coil embolization procedure in the left internal carotid artery (ica) using a velocity deliver microcatheter, a px slim delivery microcatheter, and a penumbra coil 400. During the procedure, the px slim delivery microcatheter kicked out of the aneurysm while attempting to advance the penumbra coil 400. The physician repositioned the px slim delivery microcatheter and while attempting to retract the penumbra coil 400, the px slim delivery microcatheter, stent, and penumbra coil 400 all shifted in the anatomy. While attempting to retract the penumbra coil 400 and the stent, they both unintentionally detached. The px slim delivery microcatheter was removed and the penumbra coil 400 required a gooseneck snare to retrieve it. The procedure continued successfully with new devices. There was no report of an adverse effect on the patient.